Manufacturer narrative:
(B)(4). Medical product: kne-unknown--tibial tray, catalog # unknown, lot # unknown, lps-flex fxd mld cd/1-2 14mm, catalog # 00-5964-022-14, lot # 64500611, ng ps mic pre st tib plt sz1 catalog # 00-5980-027-01, lot # 65120836, lps option femoral d-r, catalog # 00-5996-014-52, lot # 64791997, palacos r x 40gms, catalog # 66057851, lot # 60331061. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface prosthesis would not seat with mating device. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g4, g7, h1, h2, h3, h6, h10. H6: health impact - type of investigation - device not returned is n/a which was reported on initial report. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and the dovetail feature is flared and compressed. The root cause is attributed to use error. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.